Event description:
The user no longer has hearing sensation with the device. Despite being requested no further information has been received.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient has no hearing benefit with the device. However despite requested no further information has been received. A root cause for the lack of benefit cannot be determined due to lack of information.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer has hearing sensation with the device.